Event description:
According to the reporter, while tacking in mesh during the laparoscopic umbilical hernia procedure, the device was not able to penetrate and hold correctly onto the tissue of the patient. They opened another tacker to complete the case. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one instrument. There were no visual or functional abnormalities observed during the product analysis. The tacks deployed and seated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.